Event description:
It was reported that the lead exhibited loss of capture and low impedance of 200 ohms. After explant, clavicular crush was noted.

Manufacturer narrative:
Final analysis found that the lead had sustained clavicular crush to both the proximal and distal insulations, and coils between 21 cm and 23 cm from the pin. In certain positions the lead failed electrical tests, which explains the loss of capture, and low impedance reported.